Event description:
It was reported that an altitude alarm and cartridge alarm 06 occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issues. Customer's blood glucose level was in 93-130 mg/dl range.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.